Event description:
It was reported that the patient had an increasing pain and increasing numbness from the torso and below, following a trial procedure. The leads were pulled immediately and discovered bleeding at the epidural by imaging. The patient was transferred to a local trauma facility for emergent decompression surgery. The leads will not be returned per facility protocol.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc221870e0 model: sc-2218-70e serial: (B)(6) batch: 7087860.